Event description:
IV tubing leak caused underdelivery of medication reported. A pt came in to the hosp as an outpatient for a dose of dobutamine of 5mcg/kg/min, rate of 11cc/hr for six hours. It was hung and the infusion started. After 1 1/2 hours, the nurse found that the bag was empty. At the time, the nurse was unable to find any leak of the tubing, so it was assumed that the pt had received the entire dose of dobutamine in a shorter time period than had been prescribed. The pt was transferred to a telemetry unit and monitored for a few hours. The pt's heart rate and rhythm were fine and the pt went home. During clean-up of the initial room, the nurse checked the tubing again and noted a leak at port b, then noticed that the rug where the pump had been located was soaked. Therefore, the nurse concluded that the dobutamine had leaked on the rug and the pt had received an underdelivery instead of an overdelivery of the medication. No pt harm reported.